Manufacturer narrative:
(B)(4). Batch #503a43. Additional information was received: the procedure was a lobectomy. The device was used on the blood vessels. The vessel where the device did not cut was cut additionally. The deployed staples on where the vessel was not cut was formed properly. The surgeon commented that the jaws clamped the vessel behind the cut line firmly and the device was fired but it did not cut it. The patient¿s condition is stable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the jaws and closure trigger in the closed position with no apparent damage and three vasecr35 reloads present along with the device. The reloads were received fully fired. One package material for vasecr35 reload and one b-formed staple was returned with the device. No battery pack was returned. Three reloads (batch 370a10 - 420a22 - 381a51) were examined for visual inspection and some damages and cracks were observed on reload deck. No staples remained in the staple pockets. In addition, a cartridge pan dislodged from the left side on the reload of batch# 370a10 was found. During the visual inspection, all reload pans were removed for the visual analysis, and no anomalies were found. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an open pneumonectomy, when the device cut the two blood vessels at the same time, the one that the jaws clamped in the proximal end of was cut properly, but another one that the jaws clamped in distal end of was not cut completely. Vessels were behind the cut line. Additional suture was performed to reinforce. No further information is available.